Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one distaflo graft was returned for evaluation. Gross visual evaluation was performed. The sample appeared to be bloody. It was noted the beads were dislodged from multiple sites throughout its length. The graft measures 33.5cm from end one to the other end. Sutures were noted on one end of the graft. The investigation is confirmed for the reported torn material, as sutures were noted on one end of the graft. A definitive root cause could not be determined based upon the provided information. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H10: d4 (expiry date: 07/2024), g3. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during graft placement procedure, the graft allegedly torn. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. (Expiry date: 07/2024).

Event description:
It was reported that during graft placement procedure, the graft allegedly torn. There was no reported patient injury.